Event description:
Upon interrogation in july, noise was seen on the secg. No normal sensing was seen all day, only a wavy and noisy baseline. The device was explanted on (B)(6) 2023 due to a loss of signal.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The secgs recorded by the device showed an intermittent loss of signal since may 27, 2023. However, the root cause was not determinable based on the available information. It cannot be excluded that external influences, such as mechanical forces or magnetic fields might have led to a component damage. Should additional relevant information or the device itself become available, this investigation will be updated.